Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, after which the cgm error code did not reoccur, and the sensor session was successfully started.